Manufacturer narrative:
The tech found the brake caster is worm most likely due to normal wear and tear. See scanned page. A search of hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the left foot brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
The tech reported the brake sets but does not hold on the left foot brake caster. The stretcher was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).